Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
Additional information received reported that there was a confirmed overdischarge, and it was the first overdischarge. A physician mode recharger (pmr) was performed and the pmr successfully reset the device. The battery would not hold a charge following the prm. Actions required as a result of the event was a replacement. There was a product issue and it was resolved. The cause of the issue was determined and the battery was in overdischarge mode for over a year according to the patient. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event. The patient outcome following the implantable neurostimulator (ins) replacement was that they were receiving coverage. The device was returned.

Event description:
It was reported that the battery quit ¿a little while ago¿, further stated to be months ago. The patient did not have a physician. Normal end of service was not confirmed since the patient did not have a physician. The patient had been using pain medications but wanted to discuss battery replacement. It was later reported that the device quit a couple of years ago. The unit was not working at this time. The patient thought he recharged but it didn¿t hold a charge. The patient stated it over heated. The patient then went on to state that as far as he knew something happened because when he went to try to recharge the stimulator again it wouldn¿t charge. The patient was using medication which was working and he did not need the stimulator. Now the medication was not being paid for and he needed the stimulator again. The patient was also to have an MRI or CT (due to an unrelated issue) and compatibility guidelines were given. The patient had scheduled an appointment with a pain specialist to have a new battery or the unit replaced. Additional information about the outcome was requested, if received a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (sn (B)(4)) found that the battery had reduced capacity due to overdischarge. When received for analysis the implantable neurostimulator (ins) had one over discharge count and the rapid discharge bit was set. There were no issues observed other than rapid battery discharge during bench testing or final functional testing; the ins did pass the ngt at final functional testing. The battery having been in an over discharge state for a long period of time permanently damaged the battery and its ability to hold a charge for any duration of time which was considered normal battery depletion of a battery with this over discharge history.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was seen and a physician mode reset (pmr) was done. The patient charged the implantable neurostimulator (ins) all the way up and it lost its charge within a matter of hours. The patient had been in overdischarge for a couple of years now and was implanted in 2009. The patient first tried to charge ¿just recently¿ within the past month or so, prior to the report. The patient lost his wife, went on pain medications and stopped using the ins and the patient wanted to get off the pain medication now. The patient was being scheduled for a battery replacement, and was currently in the works. The patient was receiving effective therapy, however, he did have to charge it multiple times a day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.